Manufacturer narrative:
Unspecified date in the middle of (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient was treated with gentamycin intraperitoneally (dose, and frequency were not reported). In the same month as the onset, the treatment with gentamycin was discontinued and the patient was switched to cephalosporin (dose, route and frequencies were not reported). In the beginning of the month after onset, cephalosporin treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was reported that the patient experienced sterile peritonitis which is non-reportable per medical assessment. Report # 1416980-2019-00040 was inadvertently submitted. Should additional relevant information become available, a supplemental report will be submitted.